Event description:
The user facility reported that a 5fr right common femoral artery (rfa) access was obtained using ultrasound and micro-puncture. The physician noted calcium at the access site on ultrasound. An angiogram of the rfa confirmed sheath placement in the vessel. A successful gi bleed embolization via the superior mesenteric artery (sma) was performed. The involved 6fr angio-seal device was planned for rfa hemostasis. The patient had a large amount of tissue near the access site (panniculus), making angio-seal deployment more challenging. The angio-seal was deployed by the physician. Post-procedure, the physician noted diminished right pedal pulses. The decision was made to re-drape the patient and obtain left common femoral artery (lfa) access to evaluate the rfa access site. An unknown sheath was inserted into the lfa and advanced to the rfa. An occlusion was found at the previous rfa access site, with angio-seal collagen suspected in the vessel. A 3.0 mm diameter pta balloon of unknown length was inserted via the lfa and inflated at the rfa area of interest. The vessel size was noted to be 5.5 mm based on post-processing measurements by the physician. Improved flow was observed post-balloon inflation. An unknown snare was inserted and advanced to the rfa to attempt snaring the suspected angio-seal, but this was unsuccessful. A pounce (surmodics) thrombectomy device of unknown size was then used to snare the suspected angio-seal within the rfa. The angio-seal was successfully snared with the pounce device, but it could not be easily removed from the body. Radiographic imaging noted a perforation within the rfa. Embolic coils were deployed at the suspected rfa perforation, achieving successful embolization of the target area. Rfa hemostasis was confirmed, and an angiogram displayed a patent rfa. Manual pressure was applied to the lfa for hemostasis, but it could not be achieved. The patient was taken to surgery for lfa vessel repair. Post-surgery, lfa hemostasis was achieved. The patient's bilateral common femoral arteries were stable this morning, as per the physician. The procedure type was a gi bleed, with no specific patient condition or relevant tests noted. There was no blood loss reported. The injury described was a right femoral artery extravasation coiling, and there was a direct allegation involved.

Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion due to deployment in a calcified artery. The exact root cause cannot be determined. The likely cause was determined to have been use of the device in a calcified vessel resulting in obstruction and causing the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).